Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of clearlink system solution set would not flow and backflowed. This occurred during an unspecified process step. A spike adapter and pump were used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Priming was performed as well as pressure and clear passage testing, and no defects were observed. Functional testing was performed which included a flow rate test, and it was noted that the set worked according to requirements and no defects were observed that could generate the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.